Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported allegation was confirmed. The fse found that the debris shield was burnt out, which may have led to the device performance issue. A risk review was completed and confirmed that the event of device - smoking was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the debris shield is burnt and smoke was rising. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that the debris shield is burnt and smoke was rising. The procedure was completed with this device. There were no patient complications.